Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the pipe¿ of a small volume folfusor disconnected from the device overnight. This was experienced during use on a patient; further described as the ¿patient did not notice it until the pump had completely deflated via the isothermal carrying case on the patient's body and bed". The device was filled with 5-flourouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: november 18, 2021 - november 19, 2021. H10: the device was received for evaluation. Visual inspection was performed, and it was noted that the tubing line had completely separated from the stressmember. Additional microscopic examination showed evidence of inadequate solvent on the tubing which had caused the tubing to separate from the stressmember. The reported condition was verified. The cause of separated tubing was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.